Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(4). Initial notes: I'm having issues with the sensor inquired what led up to the complaint. Customer response: customer stated that she is getting high bg reading ion the sensor. Her sensor says over 400 and the bg is 229 enlite sg vs bg t/s per dop114-691. Explained sg and bg meter readings will be close, but rarely match due to how glucose travels in the body. Explained there may be larger differences after meals, bolus delivery, or when arrows present on sensor graph. 1. Date, time and location of insertion was: (B)(6) 2017 morning in the abdomen. 2. Sensor material and expiration date is: mmt-7008a unk. Lot # is: unk. 3. Activity at the time of the reported sg vs bg event was: customer stated it has been running high consistently . 4. Verified sensor age in status screen. Found: 2d 14h. 5. Serter material: mmt-7512. Bg value from reported event: 229 sg value from reported event: 400. Sg and bg difference is not within acceptable range. Reminded customer that a non-optimal insertion may impact sensor performance during the first day of sensor use. Reviewed insertion techniques per IFU. Findings: no findings. Explained sensor cannula must be properly positioned in isf to work properly. Adv to avoid inserting sensor in areas where clothing might cause irritation or where body naturally bends a great deal. Reviewed site location/selection. Found: none. Recommended use of enlite overtape. Reviewed timing of bg entries. Sensor has been in use less than or equal to 3 days. Adv issue may be due to over-calibration to correct a low sg value. Customer reports they noticed initially the sg was lower than the bg. Customer did not calibrate to correct. Adv calibrating when the sg is less than the bg may lead to pump over-estimating sg value as the sensor recovers from temporary low due to glucose changes. Adv this may eventually result in sg being greater then bg value. Current isig value: 32.92. Current bg value: 161. Possible cal factor based on current bg and isig: 4.89. Cal factor is within range for optimal calibration. Reminded customer to choose adequate sites based on IFU recommendations. Adv to avoid inserting the sensor in areas where clothing might cause irritation or where the body naturally bends a great deal. Suggested changing the orientation of the xmtr to reduce movement, e.g. Insert the sensor slightly higher or lower on the abd or move xmtr location based on body type. Adv to enter bg readings into the pump immediately after testing bg, do not delay entry. Adv to not calibrate on a sensor alert. Adv if sg vs bg issues recur with this sensor to call for further assistance. Explained sensor may be responding to changes in glucose. Insulin delivery was suspended due to sg values. Sg value that triggered the suspend event: 40. Threshold/low suspend limit in sensor settings: 60. Expl interaction aftercare email. Customer's outcome pertaining to the complaint: customer stated the sg is still over 400 but the calibration time changed to 12pm. Advised the customer to monitor the sensor and to call back if she needs further assistance. Customer stated she will call back with the sensor lot and exp date tomorrow when she gets home additional notes: customer stated that bg dropped for below 40 and she shut it off and reconnect to old sensor when she turned it back on. Customer did not want to ts for the high bg because she stated she knew why it was high ship: nothing / return: nothing